Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had short vanta longevity. With the vanta programmed with dtm endurance, the expected longevity is 2 months shorter than calculated (with 1200 ohms electrode impedance hypothesis). Additional information was received. It was reported that the cause of the short vanta longevity was probably high settings. The impedance measurements were 1400 ohms. No actions/interventions were or will be taken to resolve the issue. The issue has not been resolved. The information has been confirmed with the physician/account.

Manufacturer narrative:
H2: italy h7: notification 2182207-08-23-2024-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.